Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to infection discovered on the pocket part. This infection was discovered seven months after the implant procedure, the physician decided to explant right after this issue was confirmed. No additional adverse patient effects were reported.